Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not experience any symptoms. It was reported the pump's elective replacement indicator (eri) was 19 months. Beeping and frequent motor stalls were reported. The patient was reported to now be receiving good therapy.

Manufacturer narrative:
Product ID 8711, serial # unknown, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the pump revealed a gear train anomaly, corrosion, wear, and/or lubrication. Analysis of the catheter revealed the catheter body was broken.

Event description:
Multiple unexplained motor stalls were reported. The patient's pump and catheter were both explanted. No patient death was reported. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
(B)(4).